Event description:
An ocd representative reported that a customer obtained elevated troponin I results for one patient sample. Elevated results of this magnitude may cause inappropriate physician action. The results were reported to floor. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the instructions for use for the troponin I assay recommends "samples should be thoroughly separated from all cellular material. Failure to do so may lead to a falsely elevated result". The investigation determined that the sample being tested was icteric in appearance, which is evidence of poor separation from cellular material. The root cause of this event is user error.